Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2019-49258.

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a foreign substance was found on the optic of the lens. The foreign substance was minuscule, therefore was only detectable with a microscope. The iol remains implanted and the surgeon does not plan on exchanging the lens.